Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that in the past, the infusion pump alarmed and indicated an occlusion. The patient reported that they would change their infusion set as a result of the pump alarm. No permanent adverse effects to the patient were reported.